Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the pericardial effusion was speculated to be possibly related to a ventricle perforation which was caused by the guidewire, delivery system nosecone or temporary pacing wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure; human factors.

Event description:
After a successful tavr procedure of a 23mm sapien 3 valve a pericardial effusion was noted. A pericardiocentesis was performed to drain the blood. The patient was in stable condition. As reported, after the procedure was completed the patient's blood pressure began to drop and a pericardial effusion was then noted. Approximately 200ccs of blood was removed. The imaging was reviewed and it was unclear if the wire on the delivery system or the temporary pacer wire caused the perforation. It was noted that the "nose cone" of the delivery system was up against the ventricle. Of last communication, one day post procedure the patient was doing well.